Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited that the jet-tube with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g2 of the initial medwatch. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of foreign material that remained in the device could not be identified. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from the instructions or use (IFU) were identified. Olympus will continue to monitor field performance for this device.